Event description:
It was reported that during attempted implant of the right atrial (ra) lead the helix was not extending after multiple turns. The physician attempted to extend the helix inside and outside of the body with no success. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.